Manufacturer narrative:
The associated device was returned and evaluated. From a lab analysis conducted during this investigation, it is unclear from the available information the cause of the backing out of the d-rad ti locking screw. No manufacturing or material deviations were observed during this investigation. A clinical investigation concluded that no clinically relevant information was provided to perform a thorough medical investigation. The patient impact beyond the screw removal cannot be determined. No further medical assessment is warranted at this time. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints. Should additional information be received, the complaint will be reopened. We consider this investigation closed. Credit cannot be issued for the device.

Event description:
It was reported that patient had a revision surgery performed to remove one screw due to a locking back out.